Event description:
On 09/13/2016, a complaint was received from an employee of (B)(6) drug store who claimed that a customer returned to the drug store on (B)(6) 2016 with a pair of forearm crutches, one of which was broken in half. Based on the pictures sent to us by the complainant, it appears that the crutch is broken at the upper most pre-drilled hole used for the push button adjustment. The complainant reported that the crutches were purchased from (B)(6) in (B)(6) 2016. The complainant also stated that the customer alleged that he fell, although no injury occurred. We followed up with the complainant on 09/27/2016 in order to collect information for this report. The complainant indicated that the crutches in question were purchased from (B)(6) on (B)(6) 2016. We followed up with the manufacturer on 09/27/2016 and based on the serial number of the crutches in question, the manufacturer advised that the crutches were manufactured 01/13/2016.